Event description:
It was reported that a novum iq large volume pump overinfused during infusion. The device was to administer 1g of magnesium sulfate in 50 cc over 1 hour through secondary, but the magnesium sulfate began running very quickly. Normal saline was set to run in primary. The pump was stopped by the nurse quickly enough that the patient did not receive the magnesium. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: e1 address, h6 (update codes), h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.